Event description:
It is reported that the stem was opened with the intention of using it. Upon opening, the stress mark on the inner packaging was found, and the account and rep did not feel comfortable using the item, in case of a sterility issue.

Manufacturer narrative:
Eval summary: this implant package has clearly been exposed to excessive handling conditions and shows obvious signs on exterior base of unit carton. The bottom of the unit carton exhibits signs of extreme impact/crushing which is in contact with the base of sterile barrier system exhibiting whitening. While the sterile barrier indicate stress marks. The package has been evaluated and the sterile barrier integrity remained intact. Cause cannot be definitively determined. Eval: the corners of the outer carton, inner, and outer cavities appear to have experienced some form of impact from possibly transit damage. Both the outer and inner cavities appear to still be intact. Device history indicate device manufactured to specification.